Event description:
The customer advised the tubes are not completely filling when collected with straight needle. Customer advised they are having to draw the patients with a syringe and filling the tubes after.

Manufacturer narrative:
(B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.